Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: they could no longer find coil/left essure device pierced left fallopian tube superiorly coursed through mesosalpinx'), embedded device ('slightly embedded in left ovary') and fallopian tube perforation ('device pierced left fallopian tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken ankle, umbilical hernia repair, multigravida, parity 3 and vaginal delivery. Concurrent conditions included scoliosis, anxiety, depression and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2010 and norethisterone (mini pill) since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: general hormonal changes") and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision-comes when I get a bad headache"), 1 year after insertion and 9 months 16 days after removal of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sickle cell trait ("autoimmune disorder type of disorder: sickle cell trait"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: general"), back pain ("back pain"), pain ("general pain") and flank pain ("side pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy\essure coils removed and part of it removed, left side removed unilateral salpingectomy - left essure coil removed). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, sickle cell trait, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal disorder, dyspepsia, back pain, pain and flank pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain, sickle cell trait, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 and 2014. Date(s) of removal: date not provided. (Part of it removed, left side removed) (next day, the right side was removed- could not find coil so took out tube and found it in left fallopian tube.) Procedure: other (please specify) - essure coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: free spillage of contrast through the left fallopian tube compatible with failure of fallopian tube occlusion devices.; in 2010: total bilateral occlusion- procedure successful. Pathology test - on (B)(6) 2010: result: endometrium, endometrial polyp. Biopsy: active chronic inflammation. Hyal inized fibrosis and calcifications. Ultrasound pelvis - on an unknown date: result:1. No evidence of echogenic essure device within the intramural segment of the left. Fallopian tube. Curvilinear echogenic shadowing structure is identified within the endometrial cavity which may represent dislodged essure device. 2. Small endometrial polyp. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: sickle cell trait. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received : new events, "slightly embedded in left ovary, device pierced left fallopian tube" were added. Essure insertion date was updated and removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('left essure device appeared to have slightly imbedded itself in the left ovary approx. 1-2mm\slightly embedded in left ovary'), device dislocation ('malposition of essure device location of device: they could no longer find coil/left essure device pierced left fallopian tube superiorly coursed through mesosalpinx') and fallopian tube perforation ('device pierced left fallopian tube') in a 31-year-old female patient who had essure (batch no. 651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken ankle, umbilical hernia repair, multigravida, parity 3 and vaginal delivery. Concurrent conditions included scoliosis, anxiety, depression and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2010 and norethisterone (mini pill) since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: general hormonal changes") and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision-comes when I get a bad headache"), 1 year after insertion and 9 months 16 days after removal of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting"). On an unknown date, the patient experienced device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sickle cell trait ("autoimmune disorder type of disorder: sickle cell trait"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: general"), back pain ("back pain"), pain ("general pain") and flank pain ("side pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy\essure coils removed and part of it removed, left side removed unilateral salpingectomy - left essure coil removed). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation into abdominal cavity, device dislocation, fallopian tube perforation, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, sickle cell trait, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal disorder, dyspepsia, back pain, pain and flank pain outcome was unknown. The reporter considered back pain, device dislocation into abdominal cavity, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain, sickle cell trait, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and device dislocation to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 and 2014. Date(s) of removal: date not provided. (Part of it removed, left side removed) (next day, the right side was removed- could not find coil so took out tube and found it in left fallopian tube.) Procedure: other (please specify) - essure coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: free spillage of contrast through the left fallopian tube compatible with failure of fallopian tube occlusion devices.; in 2010: total bilateral occlusion- procedure successful. Pathology test - on (B)(6) 2010: result: endometrium, endometrial polyp. Biopsy: active chronic inflammation. Hyal inized fibrosis and calcifications.. Ultrasound pelvis - on an unknown date: result:1. No evidence of echogenic essure device within the intramural segment of the left. Fallopian tube. Curvilinear echogenic shadowing structure is identified within the endometrial cavity which may represent dislodged essure device. 2. Small endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: they could no longer find coil') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken ankle. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2010 and norethisterone (mini pill) since 2008. In 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: general hormonal changes") and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision-comes when I get a bad headache"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sickle cell trait ("autoimmune disorder type of disorder: sickle cell trait"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: general"), back pain ("back pain"), pain ("general pain") and flank pain ("side pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy\essure coils removed). Essure was removed. At the time of the report, the device dislocation, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, sickle cell trait, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal disorder, dyspepsia, back pain, pain and flank pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain, sickle cell trait, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 and 2014. Date(s) of removal: date not provided. (Part of it removed, left side removed); (next day, the right side was removed- could not find coil so took out tube and found it in left fallopian tube). Procedure: other (please specify) - essure coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion- procedure successful. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Events added from pfs- malposition of essure device location of device: they could no longer find coil, hormonal changes describe: general hormonal changes and mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: sickle cell trait, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, vision/eye problems type: blurred vision, gastrointestinal or digestive system condition type: general / issues digesting, back pain. Medical history, lab data, treatment drug, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device appeared to have slightly imbedded itself in the left ovary approx. 1-2mm\slightly embedded in left ovary'), device dislocation ('malposition of essure device location of device: they could no longer find coil/left essure device pierced left fallopian tube superiorly coursed through mesosalpinx') and fallopian tube perforation ('device pierced left fallopian tube') in a 31-year-old female patient who had essure (batch no. 651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken ankle, umbilical hernia repair, multigravida, parity 3 and vaginal delivery. Concurrent conditions included scoliosis, anxiety, depression and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2010 and norethisterone (mini pill) since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: general hormonal changes") and experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision-comes when I get a bad headache"), 1 year after insertion and 9 months 16 days after removal of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspepsia ("gastrointestinal or digestive system condition type: issues digesting"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), sickle cell trait ("autoimmune disorder type of disorder: sickle cell trait"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: general"), back pain ("back pain"), pain ("general pain") and flank pain ("side pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy\essure coils removed and part of it removed, left side removed unilateral salpingectomy - left essure coil removed). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, fallopian tube perforation, hormone level abnormal, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, sickle cell trait, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, gastrointestinal disorder, dyspepsia, back pain, pain and flank pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, female sexual dysfunction, flank pain, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pain, sickle cell trait, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 and 2014. Date(s) of removal: date not provided. (Part of it removed, left side removed). (Next day, the right side was removed- could not find coil so took out tube and found it in left fallopian tube.) Procedure: other (please specify) - essure coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: free spillage of contrast through the left fallopian tube compatible with failure of fallopian tube occlusion devices.; in 2010: total bilateral occlusion- procedure successful. Pathology test - on (B)(6) 2010: result: endometrium, endometrial polyp. Biopsy: active chronic inflammation. Hyal inized fibrosis and calcifications.. Ultrasound pelvis - on an unknown date: result:1. No evidence of echogenic essure device within the intramural segment of the left. Fallopian tube. Curvilinear echogenic shadowing structure is identified within the endometrial cavity which may represent dislodged essure device. 2. Small endometrial polyp. Most recent follow-up information incorporated above includes: on 7-feb-2020: mr: lot number and new event: device embedded was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.